Event description:
It was reported that the ventilator had water bubbles during pre-use check of a ventilator. The connected compressor to supply air to the ventilator was faulty. There was no patient involvement. Manufacturer¿s ref. #: (B)(4).

Manufacturer narrative:
The reported issue with compressor has been confirmed during evaluation of received problem description and service report. Our field service engineer (fse) was on-site for further investigation and found out that the drainage valve was defective and required replacement. Afterwards, the compressor started to work properly. No parts were returned for further investigation, hence, root cause of the reported issue could not be determined.

Event description:
Manufacturer¿s ref. #: (B)(4).